Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient implanted with an abbott device passed away. Technical support was contacted and reviewed the session records. Technical support noted the patient had ventricular fibrillation (vf) episodes but the device detected the rhythm and delivered the shocks according to how it was programmed. Further information has been requested but has not yet been received.